Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose value level at the time of incident was 445 mg/dl. The customer¿s current blood glucose level is 85 mg/dl. The customer also mentioned other blood glucose values such as 270 mg/dl, 114 mg/dl, 271 mg/dl, 84 mg/dl, 100 mg/dl, 89 mg/dl, in the range of 400 mg/dl. The customer treated high blood glucose with shot. The customer was using the insulin pump when high blood glucose event was reported. The customer was reported that they were not able to upload carelink. The insulin pump will not be returned for analysis.